Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported events of the mobile power unit (mpu) having a bent pin, and an alarm occurring when the mpu was connected, were not confirmed. The mpu (serial number (B)(6)) was not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a bent pin. When the patient connected, they got an alarm.